Event description:
It was reported that pt underwent total hip replacement surgery in 2008, during which she received a durom acetabular component. Post-op, pt has been experiencing pain and surgeon has recommended revision surgery. Revision surgery is being scheduled for 2009.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.